Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing, short v-v intervals, insulation damage, possible fracture, no capture, and the helix would not retract during explant. The lead was turned off and was later explanted and replaced. The right atrial (ra) lead exhibited high thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended with tissue on it. The df-4 pin was freely spin, and torque could not be transfer to retract the helix. Visual inspection found the insulation was damage with a cut through out the lumen, and that allows blood ingress in the lumen, and on the distal conductor. The distal conductor continuity test failed electrically. Destructive analysis was performed, and distal conductor fracture within df-4 was confirmed. According to the complaints indicated in this event and the analysis finding, these lead us to conclude that the tissue on the helix is likely preventing the helix retraction. Then the implanter might apply many turns trying to retract the helix, and that caused the distal conductor to fracture /disconnected with the df-4 pin/over-rotation. Due to the length of time of the implant, it is likely that the fracture, the extrinsic insulation breach observed during analysis occurred at the time implant procedure. The insulation breach and distal conductor fracture were contribute to the electrical complaints. The conductor fractured prevented to retract the helix. If information is provided in the future, a supplemental report will be issued.